Manufacturer narrative:
(B)(4). Jaws misaligned, damaged jaws. Evaluation summary: the analysis results found that the device was returned with the jaws over twisted and misaligned. The device was cycled, ejected 9 clips and formed one class I scissor clips due to the condition of the jaws. The device locked out as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that the device does not work. The customer used another like device to complete the case with no pt consequence.